Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, displayed a monitoring voltage measurement of 3.0 volts at 27 months of implant. The device then displayed a charge time measurement of 18.7 seconds, with a monitoring voltage of 2.6 seconds. Later, the device declared elective replacement indicator (eri), with a charge time measurement of 23 seconds and a monitoring voltage measurement of 2.58 v. Technical services discussed replacement recommendations. The device was later explanted due to normal battery depletion.